Event description:
A caller reported a malfunction on the pump, identified by malfunction code 12. There was no adverse impact on the customer's blood glucose level. Technical support provided assistance in resetting the pump, and the malfunction did not recur after the reset. The customer was able to continue using the pump and was instructed to call back if the issue reoccurred.